Manufacturer narrative:
Siemens has completed the complaint investigation. The customer had a sample that recovered 509.6 u/ml using advia centaur xp ca 19-9 reagent lot 469 but when the sample was tested using alternate methods it recovered <2.5 u/ml and 7.81 u/ml. There is no indication of a cancer diagnosis with this patient and the physician accepted the lower assay results. Siemens reviewed the quality control (qc) data provided and there is no evidence of a problem. The customer was not able to provide a list of medications/supplements the patient was taking, and there is no sample that can be sent to siemens for evaluation. The expected values section of the advia centaur xp ca 19-9 instructions for use (IFU) indicates that 3.7% of samples from normal patients recovered >37 iu/ml, so a certain number of elevated results from normal patients can be expected for this assay. A review of internal data indicates advia centaur xp ca 19-9 kit lot 469 is performing as intended. The cause of the discrepant results seen by the customer when using advia centaur ca 19-9 reagent lot 466 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. The instructions for use (IFU) states the following in the limitations section: "warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assayspecific values to evaluate quality control results." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The assay is performing within specification. No further evaluation of the device is required.

Event description:
A falsely-elevated advia centaur xp ca 19-9 result was obtained for one patient sample and the reported result was questioned by the physician(s). The laboratory re-tested the patient sample using alternate ca 19-9 test methods, which produced lower results; these results were accepted by the physician as consistent with the patient's clinical picture. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high advia centaur xp ca 19-9 results.